Event description:
The customer reported that the system would display a black screen after exposure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the left monitor, the keyboard, and the control panel as well as the generator interface printed circuit board battery. The system was tested and found to be working as intended and put back in service.